Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified . The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that during a recanalization procedure via left femoral artery under local anesthesia, the catheter spring portion near the green collection cabinet was allegedly ruptured inside the patient's body. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure via left femoral artery under local anesthesia, the catheter spring portion near the green collection cabinet was allegedly ruptured inside the patient's body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not received for evaluation. Therefore, a physical investigation was not possible. The user report contains information regarding helix break, the pictures provided confirm this failure mode. Therefore, the investigation is confirmed for the helix break issue. A clear root cause could not be identified but a helix break represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.